Event description:
It was reported that a physician had ¿almost killed him.¿ after a replacement in 2013, the patient was discharged and doing ok after the replacement. The patient complained about his throat and chin and when they got closer to home the patient went into anaphylaxis. The patient was taken right the emergency room and they could not get an intravenous line in so the patient¿s thigh was injected with epinephrine. Reportedly, what had occurred was that the health care provider had cut the catheter and did not know it. Reportedly, the patient was leaking spinal fluid and the medication was flowing from there. The pump was known to have delivered morphine and prialt at times but it was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details, interventions, medication, resolution, and patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0056597r, implanted: (B)(6) 2000, product type: catheter. (B)(4).